Event description:
Our office in (B) (4) reported a female consumer indicated her lens cup used for a hydrogen peroxide disinfection system developed brown spots on the inside of the cap after using the product for about 2 months. In f/u, it was learned that she did not follow labeled instructions for weekly and daily disinfection of the cup. The pt did not experience any adverse reaction.